Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced four infusion sets fell off during use due to adhesive issues event on 07 mar 2026. The infusion set was in use for three to four hours. The patient replaced infusion set and resumed insulin deliveries successfully.